Event description:
A regular contact lens wearer using focus softcolors monthly lenses bc 8.6 pwr -2.00 dia 14.0 using bausch and lomb multi-purpose solution called renu "with moistureloc" suffered severe pain in right eye, resulting in repeated visits to first urgent care- 1 visit, then that same night emergency room- 1 visit, with a referral to eye specialist, daily visits for 4 days and then every 2-3 days for another week or so, after inconclusive eye culture another referral to dr. Where eventually several add'l cultures were taken and fusarium was the diagnosis after at least 40 days from the initial symptoms. Medication - natacyn - was ordered and made up by alcon and required to be paid up front and in full before it was dispensed. Used natacyn until it was gone- at least two or more months, can't see out of the eye that was affected. All that can be seen is a blur. Pain was severe and still remains when eye is subjected to light for longer than a short time. Before the event, was able to read normally and now can't read with the right eye at all. Total time off work - 4 months. Eye damage is reported by dr to be permanent, with corneal transplant possible for further rehab.